Event description:
It was reported that during a routine aortic graft, the needle came off the suture. Another suture was opened and the event occurred again. After the third attempt, a new batch was used with no further incident. This event did not result in an adverse pt consequence or surgical delay.